Event description:
According to a literature article, a surgeon reported cannula "slippage" during a procedure. The cannula was re-inserted and the case was completed. There was no harm to the pt. Add'l info was requested, but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).